Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer provided results from 1 patient sample that had been tested for elecsys tsh assay (tsh), elecsys ft4 ii assay (ft4 ii) and elecsys ft3 iii (ft3 iii) on a cobas 6000 e 601 module. The sample was provided for investigation and tested on a cobas 8000 e 602 module and a cobas e 411 immunoassay analyzer. Based on the data provided, erroneous ft3 iii and ft4 ii results were identified between the customer¿s e601 module, the e602 module used at the investigation site and the e411 analyzer used at the investigation site. It is not known if the customer¿s results were reported outside of the laboratory. This medwatch will cover ft3 iii. Refer to medwatch with (B)(6) for information on the ft4 ii erroneous results. There was no allegation that an adverse event occurred. The e602 module serial number was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 iii reagent lot number used at the investigation site was 257857 with an expiration date of jul-2018. The serial number for the customer¿s e601 module was not provided. A specific root cause could not be identified. Additional information was requested for investigation but could not be provided. Based on the available data, a general reagent issue could be excluded. A biological component may be present in the sample that interacts differently with the assay components during testing on large analyzers like the e601 module and e602 module when compared to small analyzers like the e411. This could not be confirmed however, since there was not enough sample volume left to complete the investigation.